Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had issues with multiple sensors. It was also reported that they had sensors without filament and would not calibrate. Blood glucose was not provided at the time of the incident. No product was returned for analysis.